Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Event description:
Explanting physician reported "patient complained of change in shape and pain in breast". Patient was diagnosed with left side capsular contracture baker grade iii, as well as rupture diagnosed during surgery. The device has been explanted and replaced.¿

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Rupture: observed, one opening on posterior side assessed as surgical damage, two broken on anterior side assessed as surgical damage, broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification), and missing shell assessed as inconclusive. No additional observations.

Event description:
Explanting physician reported "patient complained of change in shape and pain in breast". Patient was diagnosed with left side capsular contracture baker grade iii, as well as rupture diagnosed during surgery. The device has been explanted and replaced.¿